Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during a navigus biopsy case, when the surgeon was placing the base two of the screw heads broke off. The surgeon was able to attach the base with different screws and were able to remove the broken screws from the patient. Thee was no impact to the patient outcome.